Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that when setting up for surgery, the plastic tube that connects to the christmas tree adapter broke off.